Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was estimated to be between 300 to 500 mg/dl, which was treated with a bolus. The customer complained of not feeling right and fatigue. Upon troubleshooting, it was found that the insulin pump passed the high pressure test and was working as designed. She reported that the insulin which was used was clouded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.